Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9165cdg due to the damage to the impactor head of the device. Visual evaluation noted that the blue piece on the tip of the device is completely broken off and was not returned. Also noted, was a crack in the handle of the device. The most likely cause for both failure modes is attributed to misuse due to excessive user-applied mechanical forces. Refer to investigation photo.

Event description:
On 9/20/2023, it was reported by a sales representative via (B)(4) that an ar-9165cdg univers revers baseplate impactor had a cracked end. This happened during a case, but they used an instrument from an alternate tray. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 9/22/2023, the sales representative provided the following information via phone: this occurred during a reverse total shoulder procedure on (B)(6) 2023. The blue piece cracked and broke off inside the patient. All fragments were retrieved. The procedure was completed successfully. The bone quality of the patient was not provided. There was no adverse effect to the patient, and no case delay was reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.